Manufacturer narrative:
Device problem code grid updated.

Event description:
It was reported to philips that the tempus pro charging port is loose. There was no reported patient involvement at the time of the event.